Event description:
It was reported that the unit had a "check vent: proximal pressure sensor auto-zero failed" alarm. There was no patient involvement when the event occurred, no patient or user harm reported. The service engineer (se) reported that the issue could not be confirmed by operational checking. It was then reported that event logs were checked, and diagnostic code 110b (proximal pressure sensor auto zero failed) was confirmed. The se reported that solenoid valves 3 and 4 needed to be replaced. The se replaced the flow sensor assembly (solenoid valves #3 and #4 are mounted on this flow sensor assembly, so the replacement also prevents recurrence of the reported issue).

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Manufacturer narrative:
The gas delivery system (gds) assembly was returned for analysis. The data acquisition (da) pcba and oxygen solenoid valve were disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system assembly was tested and the 110b error code could not be duplicated.